Event description:
Pt reported, there are pixels missing on the screen of the infusion device in the area of the basal rate. Pt stated, the issue started to get worse lately and he began worrying about misreading the device. Pt reported no medical issues caused as a result of the issue. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
Additional information: method: x-ray images were provided for review which found long construct with dual rods, pedicle screws at extremes and sublaminar wires. Rods are noted disassociated from pelvic screws. Set screws have disengaged.

Event description:
It was reported that the patient underwent a spinal surgery from t3-pelvis to correct scoliosis. It was reported that the patient had an x-ray which showed that a set screw had backed out of the bone screw. The patient experienced a hematoma and a draining seroma due to the event. The patient underwent a revision surgery 2 months post-op, the bone screw and set screw were replaced. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.